Event description:
On (B)(6) 2012, a spontaneous report was rec'd from a physician regarding a (B)(6) female who rec'd an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included no previous treatments in the affected areas with similar products or permanent implants, and was otherwise reported as "none." The pt's skin type was reported as "fitzpatrick type 3+." The pt was not taking any concomitant medications. The pt rec'd a 2 ml injection of restylane-l from two, 1 ml syringes on (B)(6) 2012 to the tear troughs (1 syringe per each tear trough) via linear threading. Pre-procedure medications included an unspecified topical numbing gel. Add'l procedures performed at the time of implantation included dysport (abobotulinumtoxina). On an unspecified date in (B)(6) 2012, after the implantation, the pt developed lumps under both eyes (mostly on the left eye; very little on the right eye), which were noted by the physician on an unspecified date in (B)(6) 2012 (reported as "at the 3 week visit after the treatment"). On (B)(6) 2012, the physician noted that the left eye lump was twice the size and was red and tender, and that the left eye was infected. The physician recommended that the pt be seen in an emergency room (ER). At the ER, the pt was evaluated by an infectious disease specialist, who looked at the pt's eye and diagnosed facial cellulitis. It is unk by the reporting physician if any test or laboratory studies were performed. The pt was treated with intravenous (IV) vancomycin and sent home with clindamycin 300 mg three times daily. As of (B)(6) 2012, the physician had "recently" discovered that the pt was also going through unspecified fertility treatment and might be pregnant; he was not sure if she was or not. The pt's symptoms were ongoing. The physician's opinion of causality was that the restylane-l treatment caused the reported events. The physician assessed the severity of the events as severe. The lot number and expiration date for both syringes of restylane-l were 11414 and oct-2013, respectively.

Manufacturer narrative:
Company comment: the pt additionally rec'd dysport; therefore, unable to assess the event to treatment.